Manufacturer narrative:
A further clinical review of the event details has been completed and identified a change in the MDR reportability. This event is reportable as a malfunction MDR. The filter legs became tangled and did not fully expand which may cause the filter to not function as intended or may lead to a serious injury. This resulted in the prolongation of the procedure and no patient injury or adverse patient outcome. Image review: based on the single image provided, the vena cava filter legs did not expand can be confirmed, the identity of the filter cannot be confirmed and the removal of this filter and deployment of a new filter cannot be confirmed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A manufacturing review could not be conducted as the lot number was not provided.visual/microscopic inspection:as the device was not returned, an inspection could not be performed.functional/performance evaluation:as the device was not returned, an evaluation could not be performed.medical records review:as medical records were not provided, a review could not be performed.conclusion:one image was provided. Based on the image review, failure to expand can be confirmed as the filter legs did not fully expand, the identity of the filter cannot be confirmed. The removal of this filter and deployment of a new filter cannot be confirmed. Based on the available information, the definitive root cause is unknown. It is unknown if patient and/or procedural factors contributed to the event.labeling review:the current IFU (instructions for use) states: warning: - delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: - do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: - failure of filter expansion/incomplete expansion.

Manufacturer narrative:
No device or no medical records have been made available to the manufacturer. The facility reportedly did not document the lot number; therefore, as the lot number for the device was unobtainable, a review of the device history records could not be performed. Images were provided and review is currently underway. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Facility discarded.

Event description:
It was reported that during a jugular vena cava filter deployment procedure, the filter legs were allegedly tangled and only the filter arms expanded. A snare device was used to capture and retrieve the filter without difficulty, access was reportedly maintained with a guidewire and another vena cava filter was prepped and deployed successfully. There was no reported patient injury.